Manufacturer narrative:
The manufacturer device date was provided as 05/13/2011. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The system was evaluated by a field service engineer. All modes of operation and calibrations were verified and no failures were detected. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear in the right operative eye resulting in a vitrectomy surgical procedure. During the vitrectomy procedure, the cutter would not cut in irrigation, aspiration, cut (iac) mode but when changed to irrigation, cut, aspiration (ica) mode. The intraocular lens was implanted in the capsular bag and the surgeon was able to complete the procedure. The patient outcome is expected well.